Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test due to loose drive support disk.

Event description:
Customer reports an alarm during prime. The drive support cap is sticking out. Nothing further reported.